Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the external iliac artery. During dilation during vascular surgery, when the introducer sheath was placed, the 8.0x19mm omnilink elite 35 stent slipped from the balloon onto the delivery catheter. No resistance was noted. The stent was simply removed on the delivery catheter. Another stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, handling of the stent during preparation, interaction with the anatomy, accessory devices and/or previously implanted stents. In this case, it is possible the stent became loose from the balloon when the introducer sheath was being placed, causing the reported stent dislodgement, and observed material deformation (bent and lifted stent struts); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.